Event description:
The rptr indicated that a transtelephonic check had shown occasional loss of capture. The pt was brought in for a follow-up visit and the rptr indicated not being able to inquire the device. However, after receiving on-line help from co's clinical engineer, telemetry was obtained. Battery voltage was 2.56 and lead impedance was 3300 ohms. A lead problem is suspected.